Manufacturer narrative:
Reported event could not be since the returned device is conforming to specifications. The visual inspection reveals no defect, no impact, no scratch on the pyrocarbon humeral head. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "an ascend flex pyrocarbon head was reversed to a total anatomical construct. The pyrocarbon head was removed easily and with minimal wear. Revision procedure." Updated: reported patient complaint was pain. Ascend flex standard head with perform glenoid has been reimplanted. It was a left side shoulder.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "an ascend flex pyrocarbon head was reversed to a total anatomical construct. The pyrocarbon head was removed easily and with minimal wear. Revision procedure." Updated: reported patient complaint was pain. Ascend flex standard head with perform glenoid has been reimplanted. It was a left side shoulder.